Event description:
A report was received that the patient underwent an explant procedure due to infection. The patient symptom included drainage at the midline incision. The patient's incision sites were flushed with an antibiotic solution. The physician does not believed that the infection was device or procedure related. The patient was sent home with antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision, implantable pulse generator (ipg) model #: sc-2218-70, serial #: (B)(4), description: linear st, lead, 70cm model #: sc-4316, lot #: 15208105, description: next generation anchor kit-sterile it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.